Event description:
It was reported the during follow-up visit no telemetry could be established via merlin programmer. Another programmer was used but also failed. Suspected device issue. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the reported field event was due to a low battery voltage. A power supply was attached to the device and communication was re-established. The device's electronic circuitry was tested both manually on the bench and on the automated system. All functional measurements and battery current measurements were normal. The battery was returned to the vendor for further analysis. No anomaly was found. The cause of the rapid battery depletion could not be determined.